Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged intra-operative complication experienced by the patient. The following information is unknown: the date of the surgical procedure, what specific stapler 45 reloads were used during the surgical procedure, if the patient experienced any intra-operative complications, if the surgeon encountered any intra-operative issues with the eea stapler instrument, and what medical intervention was administered due to the post-operative leak. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: after completion of the da vinci-assisted surgical procedure, the patient experienced a leak. However, at this time, the root cause of the post-operative complication is unknown. Refer to the MDR with patient identifier (B)(6) for information regarding the second post-operative leak reported by the surgeon.

Event description:
It was reported that after completion of two da vinci-assisted low anterior resection procedures, two different patients experienced an unspecified leak. However, the surgeon was reportedly unsure if the leaks were related to the use of a robotic stapler instrument. On 03/24/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the leaks were identified 1-3 days post-operatively. During the surgical procedures there were no reported clamping or firing issues related to the use of a endowrist stapler 45 instrument or stapler 45 reloads. According to the csr, the surgeon also used an eea stapler instrument (a non-isi device) during the surgical procedures. Therefore, the surgeon was unsure if the leaks were related to the use of a stapler 45 instrument/reload or an eea stapler instrument. No further clinical information was provided.